Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set broke apart while being attached to an infusion bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 23, 2024 and january 24, 2024. H11: the actual device was not available; however, a diagram of the sample was provided for evaluation. The returned diagram was reviewed, and it was noted that there was a circled area in the diagram which pointed to a separation between the tubing and the y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.